Manufacturer narrative:
S/w version unknown. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged blank display, exposure to moisture, and unspecified cosmetic damage found on 17-mar-2023. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The crest firmware and thus software were unsuccessful due to pump stuck in critical pump error (open book image) alarm. Unable to bypass open book. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact damaged, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube), overlay scratched. Critical pump error (open book image) alarm confirmed due to moisture damage on pcba 1, pcba 2, force sensor, and motor. Unable to confirm other alarms/other anomalies due to critical pump error (open book image) alarm. Unable to download history files and traces due to critical pump error (open book image) alarm. Blank display was not observed during analysis. Blank display was not confirmed. Unspecified cosmetic damage confirmed during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer went to swimming with the pump and the pump screen was blank and red led was flashed. Troubleshooting was performed and customer reported pump cracked. Issue was not resolved, and customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for failure analysis.